Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Boston scientific received information that during routine follow up, this right ventricular lead exhibited r waves at 2.6mv, impedance measurement of 450 ohms and threshold measurement of 2.5v. Rv lead dislodgment was suspected; however, it did not look dislodged on x-ray. A surgical revision was performed. Threshold measurement was 2.8v before revision. The lead was unhooked from the can and got the same numbers when checked with pacing system analyzer. The physician retracted the screw and repositioned the lead. After repositioning, the r wave was 10.3mv, impedance measurement was 625 ohms, and the threshold measurement was 0.4v at 0.5ms. This lead remains in service. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.